Event description:
Patient developed a small localized reaction resulting in a thin, red line tracking up the arm. Th PICC line was removed with no adverse effects to the pt.

Event description:
The PICC line was inserted in 2005, into a pt with no known allergies. The pt developed a small localized reaction resulting in a thin, red line tracking up the arm within 24 hrs after the PICC line was inserted. The PICC line was removed two days later in 2005. And a new PICC line was inserted with no adverse effects or complications to the pt.